Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported their stimulator was not adapting to a different position and the issue began this past saturday. During the call patient was on group a with programs 1 and 2. Patient's adaptive stim was turned off. Patient turned adaptive stim back on. Patient laid down and the stimulation adapted to their laying down position. The patient was redirected to their healthcare provider to further address the issue if the issue persisted. Additional information was received from the patient. Pt called back stating that it seems as though their ins isn't recognizing and adapting when they're laying down. Agent walked caller through turning adaptive stim back on. Caller stated they don't know how it was turned off. Caller also mentioned that they have an upcoming appointment next tuesday, (B)(6) and will notify the rep of the adaptive stim issue. Additional information was received from the patient. Patient called back stating they met with a rep on the (B)(6), but the adaptive stim is still not working. Patient stated yesterday they went to recline, and it did not work, so they can only get stim standing up or sitting up. Patient stated they had to manually turn on as when going to bed. Agent redirected patient to hcp.